Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hernia ipom surgical procedure, the customer encountered error #32056 observed in logs on universal surgical manipulator (usm) 2. Intuitive surgical, inc. (Isi) technical service engineer (tse) advised the caller through emergency power off (epo) of the patient side cart (psc) but the issue persisted. Tse had caller to disable usm 2 but the customer was unsure how the surgeon would proceed. The procedure outcome is unknown with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, error 1123 and 32056 were found indicating faults on the yaw searchlight, and error 905 was triggered due to error logs being full, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 was triggered, replicating the reported event. The usm was then installed onto a pftp where agc current was found to be failing on the yaw searchlight. Once testing was completed, the yaw searchlight and yaw searchlight ffc were aba tested and were verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight and yaw searchlight ffc were the root cause of the reported event.